Manufacturer narrative:
The service rep adjusted the camera tracking. Images ok. System functioning properly.

Event description:
The customer reported poor image quality. No patient injury was reported.